Event description:
The reporter contacted animas on (B)(6) 2013 reporting an empty cartridge. The reporter stated that the cartridge was just changed last night and that they were concerned they had been bolusing the patient and want to make sure they are not in danger from bolusing air into him as cartridge is empty. The patient¿s blood glucose (bg) this am was 400mg/dl and no signs or symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter cannot say for sure if they used an old cartridge. This report is being made due to the unusual product issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2013 with the following findings:the black box was over written for the time period of the complaint. The history shows no evidence of any bolus issues. The total daily dose reflects the basal program in use.the black box did record several loss of primes after the date of complaint. The keypad was torn from next to the down button down thru the ok button. The keypad has peeled away from the contrast button down to the ok button. The contrast button contact is missing. The contrast button is not functional. The up, down and ok buttons are functional. The bolus button cover is missing. Unable to obtain the audio reading value due to contrast button and bolus button defects. There was corrosion on the bolus button contacts. Rewound, loaded and primed pump. All boluses were delivered correctly and recorded in the history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.